Manufacturer narrative:
The insulin pump was received with pump error alarm during rewinding due to jammed motor gearbox. Analysis was unable to perform functional testings due to pump error. No cosmetic damage noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the pump had pump error alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that when they rewind the insulin pump gets they had pump error alarm. The customer¿s insulin pump was in a normal mode at time of call. The test failed during rewind with pump error alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.